Manufacturer narrative:
The handpiece was received by the MFR, however, the complaint could not be replicated. Based on the quality investigation, internal components were worn and corroded, so various components were replaced. Add'l preventative maintenance was performed and the handpiece was returned to the customer.

Event description:
It was reported that the handpiece continued to run after the trigger was no longer pressed. The procedure was completed successfully and there was no reported user or pt injury.